Event description:
A time discrepancy issue was reported by the customer, who noticed a mismatch between the displayed and actual pump time. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.